Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. Patient reported she read it on a blog that another patient was paralyzed because of the interstim implant and patient wondered if this is possible. Patient had no detail of the other patient. The indication for use is unknown. There were no further complications that have been reported as a result of this event.